Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. Functional testing of the returned rf generator confirmed the field reported event as the display remained a white screen after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a startup failure. Upon startup the screen remained gray. The issue was not resolved and the procedure was cancelled.